Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: physician retrieved a filter with a forceps after two failed attempts. The filter keeps t-boning as it was really tilted. Eventually it came but it managed to split the lilac sheath. Patient outcome: the filter was successfully retrieved.

Event description:
This information was mistakenly not included in the initial report: which filter (brand) was to be retrieved? Cook celect platinum filter. For how long had the filter been implanted? 4 months. Were there any difficulties experienced when catching the filter hook? Embedded in the wall. Was the filter collapsed in the inner sheath prior to retrieval? There was no inner sheath. Not retrieved with a gtrs. We dont use that in complex retrievals.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: four months after placement a celect-pt filter was tilted with the filter hook embedded in the vena cava wall (B)(4). After two unsuccessful retrieval attempts with gtrs devices, the filter was retrieved with forceps through a flexor sheath. According to additional information the forceps was advanced through the gtrs sheath, but this was not verified. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include filter placement in ivcs with diameters smaller or larger than those specified in the instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.